Event description:
The patient was admitted to the hospital for a follow-up catheterization. She did not have any chest pain. On the next day, coronary angiography was conducted and thrombus was observed in the implanted cypher with no blood flow distally. To treat the thrombus, a guidewire was inserted and balloon angiography was conducted. The patient was discharged from the hospital.